Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted in the rca. Index procedure was prompted acute mi. Approx 2 months post index procedure, the patient suffered a gi bleed. The patient was hospitalised and treated with medication. The event was resolved. Investigator has assessed that the event was not related to the study device. The patient was on dapt at the time of the event.